Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection revealed burst tubing. Underwater pressure testing and clear passage testing were performed, and the device failed. The cause of the condition was determined to be use error. The reporter stated that they used the set with a power injector. However, the directional insert for the device states, "extension set is not rated for power injection. Tubing rupture may occur". A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link catheter set tubing burst during a computed tomography scan procedure. The set was used with an unknown pressure device with 100ml non-baxter contrast solution at 2.5 pressure. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.